Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse reviewed the error log and confirmed a lot of error 2061 "tip detachment failure by main arm" had occurred. Fse found the main arm to tip detach plate was misaligned. Fse adjusted all the alignments for the tip detach and performed a test run without errors. Fse successfully performed daily maintenance and quality control runs without error. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misaligned main arm to tip detach plate.

Event description:
A customer reported the main sample nozzle will not detach tips on the aia-2000 instrument. The customer stated the nozzle was recently replaced. The instrument is down. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.